Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) therapy utilizing the novalung console with xlung kit experienced an increase in the delta p over an estimated 3-day period. The initial values of 40-60 mmhg increased to more than 160 mmhg. The circuit was then changed and the delta p on the new circuit was noted to be 220 mmhg. Per the user facility, this occurred early following the circuit exchange; however, exact timing is currently unknown. Ultimately, the patient was exchanged to another circuit and device. The reported events resulted in an unspecified amount of blood/plasma loss. Following patient removal from the xlung kit, the discarded circuit was tested by the hospital¿s clinical team. After 5-10 minutes using water, they were only able to achieve flows of 1.5 lpm despite the pump speed set to 10,000 rpms. Preferential flow was noted on one side of the oxygenator during testing. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Note: this report captures just one of the two circuit exchanges that occurred. Please also see associated MDR (MFR report #: 3012172416-2024-00019). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. During therapy, the pressures, blood flow, and pump drive speed have to be monitored continuously. Clots pre-oxygenator and within the oxygenator can affect the oxygenator or flow performance and should be carefully monitored. An increased pre-oxygenator pressure or an increased pressure gradient can result in a drop in pressure and may require a circuit change. The batch of the product is unknown, and therefore a retention sample analysis could not be performed. In addition, a review of the device history record (DHR) could not be performed. It is known that clotting may occur during extracorporeal membrane oxygenation (ECMO) therapy and may affect the oxygenator or flow performance. As a physical evaluation could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be determined.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) therapy utilizing the novalung console with xlung kit experienced an increase in the delta p over an estimated 3-day period. The initial values of 40-60 mmhg increased to more than 160 mmhg. The circuit was then changed and the delta p on the new circuit was noted to be 220 mmhg. Per the user facility, this occurred early following the circuit exchange; however, exact timing is currently unknown. Ultimately, the patient was exchanged to another circuit and device. The reported events resulted in an unspecified amount of blood/plasma loss. Following patient removal from the xlung kit, the discarded circuit was tested by the hospital¿s clinical team. After 5-10 minutes using water, they were only able to achieve flows of 1.5 lpm despite the pump speed set to 10,000 rpms. Preferential flow was noted on one side of the oxygenator during testing. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.